Event description:
Our rep is reporting to us that during an arthroscopic shoulder repair, a portion of the distal tip of an expressew suture passer needle broke off into the pt's joint space, also, the bottom portion of the "jaw" of the expressew deployment gun broke off into the joint. The surgeon resorted to an open procedure to locate and retrieve the fragment. The procedure was concluded successfully without further issue or harm to the pt. The complaint needle was discarded at the user facility, however, the deployment gun is being returned. Also see associated MDR 1221934-2011-00111.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.